Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grasping was made and mean gradient was too high to implant the clip, it was decided to remove the clip and discontinue the procedure due to small valve area. Clip was inverted and retracted into the left atrium. Clip was then locked, closed tightly to retract it into the guide. Upon retracting the clip into the guide, clip was caught at the soft tip of the guide, and the clip was sprung opened to about 120 degrees and got disconnected from the mandrel. Physician was able to retract one clip arm into the guide and pull the guide and the clip delivery system together, back into the septum and into the right atrium. It was pulled down the groin and out of the patient successfully. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
In this case, returned device analysis identified a broken actuator coupler. The reported premature activation, difficult to remove the cds (clip becoming caught on the sgc soft tip), clip jumping and clip opened while locked could not be replicated in a testing environment due to the condition of the returned device (the actuator coupler was broken, and the clip was hanging from the lock line and was not attached to the cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated, and a cause for the reported clip getting caught on the sgc soft tip resulting in the clip jumping open, clip opened while locked, actuator coupler break and premature activation of the clip cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and small valve area for a mitraclip procedure. During the procedure, grasping was made and mean gradient was too high to implant the clip, it was decided to remove the clip and discontinue the procedure due to small valve area. Clip was inverted and retracted into the left atrium. Clip was then locked, closed tightly to retract it into the guide. Upon retracting the clip into the guide, clip was caught at the soft tip of the guide, and the clip was sprung opened to about 120 degrees and got disconnected from the mandrel. Physician was able to retract one clip arm into the guide and pull the guide and the clip delivery system together, back into the septum and into the right atrium. It was pulled down the groin and out of the patient successfully. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On 27 march 2026, device was returned and during device analysis it was observed that silicone valve of the guide was torn.